Manufacturer narrative:
This patient received right tmj implants in (B)(6) 2018. After the implant surgery, the patient dislocated. The surgeon initially reduced the dislocation and placed the patient into fixation. The patient continued to dislocate, and on (B)(6) 2019, the surgeon removed and replaced the right fossa component with a re-designed fossa component. The surgeon reported that the patient is stable and functioning well.

Event description:
The patient's right tmj devices dislocated.